Event description:
According to the reporter, during a robotic assisted hysterectomy, the thread of the suture broke after the case, and the other needle broke. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gls-323, gls-323 polysorb* 2-0 und 75cm v20 x36, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the visual inspection of the opened samples noted one suture and one needle. The needle was received broken at the tip. The suture was received broken 1 5/8 inches from the needle attachment point. The measurement was taken with an aluminum rule, calibrated asset nh02505. Upon microscopic inspection, instrument marks were observed near the break site. It was reported that the suture and needle were broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.